Event description:
It was reported that the wire froze inside the stingray balloon. The chronic totally occluded target lesion was located in right coronary artery. A 185cm stingray guidewire and a stingray lp catheter were selected for use. During the procedure, the stingray balloon was distally down with the wire to do re-entry; however, the wire froze inside the stingray balloon. The devices were then taken out from the vessel and the vessel was successfully opened with the use of stents. The procedure was completed with a different device no patient complications were reported. It was further reported that the devices were removed safely form the patient's body. The procedure was successful with different technology. No physical damage were observed on the device.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 03:02 pm CT. The report number is being corrected from: 2134265-2018-64544 to: 2134265-2018-64343.

Event description:
It was reported that the wire froze inside the stingray balloon. The chronic totally occluded target lesion was located in right coronary artery. A 185cm stingray guidewire and a stingray lp catheter were selected for use. During the procedure, the stingray balloon was distally down with the wire to do re-entry; however, the wire froze inside the stingray balloon. The devices were then taken out from the vessel and the vessel was successfully opened with the use of stents. The procedure was completed with a different device no patient complications were reported.